Event description:
Aspira drainage catheter valve became non-functional. Aspira drain placed on (B)(6) 2012 in peritoneal space while pt was inpatient and drained periodically through out the week until discharge to home on (B)(6) 2012. Pt sent to emergency room as drain non-functional. New valve placed in emergency room using "valve repair kit" and drainage resumed. Port of valve noted to be depressed as compared with functional valve. No packaging was retained.